Event description:
It was found in 2005 that all of the plate screws were dislocated. The surgery was done in 2005 from co-th12. The pt has been wearing a collar after the surgery. Revision surgery was required.